Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation. Upon the receipt of additional information and/or the return of the illico tap a follow-up report will be submitted.

Event description:
While inserting the screw into the pedicle, the tip of the t25 driver broke off in the head of the screw. The surgery was completed successfully. Everything was removed from the patient and the patient was not harmed in the process.